Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 600s mg/dl and the cause was not known. Insulin injections were administered. The customer was nauseated and went to the emergency room (ER). Bg was 197 mg/dl. A chest x-ray was performed and a heart monitor was applied. At the time of the report, the customer was in the ER and did not provide further information. Although requested, additional information was not provided.